Event description:
It was reported that the patient "felt like lightning hit her" after she bent over. The patient was sore and used ice to treat the pain. The patient fully charged her battery about a week before, and tried to charge her battery on (B)(6) 2011 and the battery would not take a charge. It was reported that charging actually caused more drain on the battery. The patient was getting all black bars on the charger, but the battery charge level was not advancing. Additional information received reported that the patient was reprogrammed on (B)(6) 2011 and had great coverage afterwards. The spinal cord stimulator therapy was working great. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that there were no issues with impedance measurements. The patient did not require hospitalization, and there were no other issues according to the clinic.

Manufacturer narrative:
(B)(4).